Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was placed into an MRI machine without knowing the patient had an ICD. The ra lead was contraindicated for MRI. Patient's shoulder became swollen and painful after a few minutes in the machine before it was realized the patient had an ICD. The patient believes the contraindicated lead was the cause of her shoulder to swell up and pain. Patient was sent to the hospital to be monitored.

Event description:
New information notes that the patient presented for follow-up and the physician did not see any swelling and the patient was fine. The device and lead remains implanted. The patient condition is stable.